Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, visual inspection of the header confirmed the reported observation that both the ventricle and atrial proximal seal plugs have a hole. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that during an elective replacement of this pacemaker, prior to unscrewing the set screws to remove the leads, visual inspection revealed the seal covering the ventricular proximal set screw seal appeared damaged. The device was replaced without problems and there were no problems with the leads. No adverse patient effects were reported.